Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventralex (device #1) may have caused or contributed to the reported event. The attorney alleges additional surgery to repair the hernia and remove the device; however no details have been provided. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralex (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol ventralight st. Not returned.

Event description:
It is alleged by the patients attorney that on (B)(6) 2016, the patient underwent surgery for implant of an unspecified bard/davol ventralex (device #1) and an unspecified bard/davol ventralight st. It is also alleged by the patients attorney that on (B)(6) 2018, the patient underwent an additional surgery to repair the hernia defect and remove the ventralex (device #1) mesh. As reported, the patient is only making a claim for an adverse patient outcome against the ventralex (device #1). As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ .